Event description:
It was reported that in the transfusion clinic, the tubing leaked normal saline and the needleless connector leaked blood. The nurse changed the needleless connector attached to the central venous access device and attached a new IV tubing after priming with normal saline. When the nurse inserted the tubing into the pump module, the tubing leaked normal saline and then blood backed up into the needleless connector and leaked. The nurse changed both the needleless connector and the tubing. The customer states there was no patient injury or medical intervention required.

Manufacturer narrative:
The customer's report that the tubing and needleless connector leaked was not confirmed, inspection of the as-received samples observed the maxzero connector had dried blood within. No obvious issues were observed with the received samples. Functional testing showed no anomalies. The root cause of the customer's report was not identified.

Manufacturer narrative:
Concomitant medical products: central venous access device; td (B)(6) 2019. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that in the transfusion clinic, the tubing leaked normal saline and the needleless connector leaked blood. The nurse changed the needleless connector attached to the central venous access device and attached a new IV tubing after priming with normal saline. When the nurse inserted the tubing into the pump module, the tubing leaked normal saline and then blood backed up into the needleless connector and leaked. The nurse changed both the needleless connector and the tubing. The customer states there was no patient injury or medical intervention.